Event description:
Lap gastric bypass. First firing of the plcr60b was successful. Second firing for j-j anastomosis. Pc stated "firing complete" but bleeding occurred and malformed staples were observed. Sutures were used to control the bleeding and repair of the j-j anastomosis. No patient injury.

Manufacturer narrative:
Results and conclusions: during analysis, the reported condition was confirmed due to the reload not being seated properly. Summary: reported condition: "1st firing for transection of jejunum successful, followed by second firing for j-j anastomosis, firing successful by cpu, but anastomotic bleeding occurred with malformed staple line, followed by suturing to control bleeding and repair of anastomosis." Evaluation summary: retention posts are damaged indicating that the reload was not seated properly. This resulted in misalignment between staples and anvil staple pockets causing malformed staples.